Event description:
It was reported that during a stenting procedure, stent damage occurred. The target lesion was located in the right iliac artery. The physician had successfully placed a non bsc stent in the lesion using a non bsc 6 french sheath. The physician then attempted to advance an express biliary ld premounted stent system through the sheath, but was unsuccessful. Upon removal of the stent, it was noted that a stent strut was "sticking up". The physician then attempted to insert a non bsc stent through the sheath, but was again unsuccessful. The procedure was completed with a different device. There were no pt complications and the pt status is reported as "ok".

Manufacturer narrative:
(B)(4).